Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No loose drive support disk anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. Customer reported the drive support cap was flush. Based on customer report customer did not allege insulin pump was under delivering. The device will be returned for analysis.